Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with pulseless electrical activity (pea). Further review noted there was an alert to check this right ventricular (rv) lead. There were out of range intrinsic amplitudes and a slight decrease in pace impedances observed. The exact cause of the pea was not determined. At this time, this lead and the existing pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the cause of the pea was determined. The patient had gone into respiratory failure due to chronic obstructive pulmonary disease (copd). The pacemaker and rv lead were operating appropriately. No adverse patient effects were reported.